Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was caused due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement. However, no additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The monitor was connected to a cv-190 video processor via serial digital interface (sdi) out 1. Advised to test using serial digital interface (sdi) out 2 however, the issue persisted. The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display (lcd) monitor displayed a no image. The issue was identified during an inspection prior to use. There were no reports of patient harm.